Event description:
Admitted (B)(6) 2022 with frequent asymptomatic low-flow alarms. Aspirin held due to gastric bleed. Taking coumadin as ordered. (B)(6) 2022 low flow alarms started and are non-responsive to ivfs. (B)(6) 2022 CT with obscuring artifact, unable to exclude thrombus. Heparin started. (B)(6) 2022 ramp speed study with speed increase from 5200 to 6800 with no change in lv size. (B)(6) 2022 family meeting held with discussions of exchange. Patient and family declined device replacement. Vad alarms significantly decreased prior to discharge.